Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturing for evaluation. Testing found, when leaving the battery charging for 6 hours, that the battery lasted only 2 seconds. Confirmed an electrical based failure due to the battery not holding a charge.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 11 january 2017. The representative reported that the viewing station of the imaging system fuses were blown. The representative replaced the fuses with inventory on hand though the reported issue was not resolved due to the uninterruptible power supply (ups) batteries not holding a charge. A replacement ups battery was shipped to the site on 11 january 2017 and the replacement was performed on 16 january 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups battery and fuses have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the viewing station of the imaging system would not power on. The line power light was not illuminated. No additional information was provided. There was no patient present when this issue was identified.